Manufacturer narrative:
The bed was located in the cicu dept. When the alleged problem was found. No one was on the bed when the alleged problem was found. Entered order for replacement siderail latch and siderail center arm (62753). Requested that the parts in question be returned to hill-rom. Shipped out replacement parts to the facility. Repair not yet complete.

Event description:
Information received alleging that the ih intermediate siderail will not latch in the "up" position. No injury reported.